Manufacturer narrative:
Further information surrounding the event has been sought. The involved guidewire was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
When (B)(6) applied the catheter on the patient, the guide wire stuck and became uncoiled. Catheter was replaced. Intramuscular bleeding occurred, but patient was not injured. (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The guide wire was sent in still inserted in the needle. During investigation it could be detected that the guidewire is complete but has two kinks in the area of the j-tip. The needle is bent. A review of the DHR did not reveal any non-conformities relevant to the reported issue. Based on the complaint description, investigation results and experience it is considered as likely that the user had withdrawn the guide wire against the needle and the guide wire tip got stuck in the needle. In order to remove the guide wire excessive force was applied which led to the kinks in the guide wire and the bent needle. The user had removed the guide wire completely together with the needle. The root cause is seen in a handling error by the user as the IFU indicates:¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ and ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿ please note, (B)(4) (exemption number e2018007). Contact: (B)(6).